Manufacturer narrative:
Product analysis received and examined the returned fetch 2 aspiration thrombectomy set, lot number 163392. Visual examination confirmed the reported condition; the catheter had separated into two pieces. A kink was also observed at the area of the strain relief. Functional testing was unable to be performed due to the condition of the product. In the event additional information is received, a follow-up report will be submitted.

Event description:
A bayer representative reported the following: the customer reported that a fetch 2 catheter broke into two pieces at the mid shaft during a total occlusion of the lad. The device was able to be removed successfully without incident. The patient outcome was positive. No intervention was necessary.